Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2009) is considered to be a best estimate. This MDR represents the bard soft mesh (device 1). An additional supplemental emdr was submitted to represent the perfix plug (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2010 - patient was diagnosed with left inguinal hernia thereby underwent laparoscopic repair with implant of bard soft mesh (device 1). Per op notes, ¿a large indirect hernia with cord lipoma was identified and reduced. The hernia sac was dissected off. A bard soft mesh (device 1) was placed and tacked to coopers ligament.¿ (B)(6) 2011 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with implant of perfix plug (device 2). Per op notes, ¿a large indirect hernia sac was identified and opened. Some omentum and small bowel were reduced and transected. A large perfix plug (device 2) was placed and sutured to pubic tubercle.¿ (B)(6) 2015 - patient was diagnosed with recurrent left inguinal hernia with pain thereby underwent open repair with excision of bard soft mesh (device 1), perfix plug (device 2) and implant of synthetic mesh. Per op notes, ¿extensive scarring was noted in external oblique. Adhesions were lysed. The cord was dissected from the old meshes (device 1 and 2). Vas deference was adherent to old mesh taken down. The laparoscopically placed old mesh (device 1) was bulging and protruding through the floor of inguinal canal. The previous open repair old mesh (device 2) was completely bunched up and scrambled up. All the meshes (device 1 and 2) were excised entirely. The hernia was identified and reduced. A synthetic mesh was placed and sutured to coopers ligament.¿